Event description:
A medsun medwatch report #(B)(4) was received stating that: "ventilator began to alarm (outside alarm and vent alarm). Ventilator alarm indicated low volume. Patient coughing and moving head. Unable to silence alarm. Top left corner of ventilator screen indicated lock, touch main screen. Pressed main screen button. After a few seconds passed, prompt at top of screen indicated technical error: 70002 in red. A few seconds later, the screen went blank. Removed patient from ventilator and bagged with ambu bag. Ventilator continued alarming after patient removed and after ventilator placed on standby. Alarm silenced after completely turned ventilator off." (B)(4). Ref# MFR 8010042-2014-00125.